Manufacturer narrative:
2320643-2016-00001 is associated with (B)(6) breathe right nasal strips clear.

Event description:
Diagnosed with skin carcinoma [skin carcinoma]. Developed a pimple at the application site [application site pimple]. Application site scar [application site scar]. Application site soreness [application site pain]. Procedure done to remove the pimple/remove 4-5 layers of her skin to correct [surgical procedure]. Lost a major part of nose [nose deformity]. Plastic surgery [plastic surgery]. Mild redness at application site all along [application site redness]. Application site irritation [application site irritation]. Case description: this case was reported by a consumer and described the occurrence of skin carcinoma in a (B)(6) female patient who received breathe right nasal strips (breathe right nasal strips clear) nasal strip (batch number (B)(4), expiry date unknown) for product used for unknown indication. On an unknown date, the patient started breathe right nasal strips clear. On an unknown date, an unknown time after starting breathe right nasal strips clear, the patient experienced skin carcinoma (serious criteria gsk medically significant), application site pimple, application site scar, application site pain, surgical procedure, nose deformity, plastic surgery, application site redness and application site irritation. Breathe right nasal strips clear was continued with no change. On an unknown date, the outcome of the skin carcinoma, application site scar, application site redness and application site irritation were not recovered/not resolved and the outcome of the application site pimple and application site pain were recovered/resolved and the outcome of the surgical procedure, nose deformity and plastic surgery were unknown. It was unknown if the reporter considered the skin carcinoma, application site scar, application site pain, surgical procedure, nose deformity, plastic surgery and application site irritation to be related to breathe right nasal strips clear. The reporter considered the application site pimple and application site redness to be related to breathe right nasal strips clear. Additional information, adverse event information was received via phone on 07 january 2016. The consumer stated that she had been using the strips for a long time and had experienced mild redness at application site all along. With the current box she was using, she developed a pimple at the application site after the redness developed. She had a procedure done to remove the pimple and was diagnosed with skin carcinoma. They had to remove 4-5 layers of her skin to correct that and she ended up losing a major part of her nose. They had to do a plastic surgery to fix that by using tissue from behind her ears. Consumer clarified that it was an outpatient procedure.